Event description:
The customer reported that the autopulse platform ((B)(6)) displayed a user advisory 45 (not at "home" position after power-on/restart) message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Correction to b5 (describe event or problem), and d4 (serial #). The customer's complaint that the autopulse platform ((B)(6)) displayed a user advisory 45 (not at "home" position after power-on/restart) message was confirmed based on the archive data review but not during the functional testing. The ua45 message was not replicated during the testing. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position) and then restart. The archive data indicated ua45 errors around the reported event date. The reported ua45 was not reproduced throughout the functional testing. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
The customer reported that the autopulse platform (sn: (B)(6) displayed a user advisory 45 (not at "home" position after power-on/restart) message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.